Manufacturer narrative:
The device was returned and evaluated following reports of inability to connect to the mobile app via bluetooth despite successful cgm pairing. Visual inspection identified no damage to the exterior of the device. When placed on a charging pad, the device powered on successfully, and review of the system information confirmed the bluetooth and ble bootloader versions. Functional testing confirmed the device could not connect to the mobile app, duplicating the reported issue. The device was opened and a known-good reference hoverboard was installed, after which bluetooth connectivity to the mobile app was restored. The complaint was confirmed, and the root cause was determined to be a faulty hoverboard, which will be replaced during refurbishment.

Event description:
It was reported that the user¿s dexcom g7 sensor was not connecting to the ilet, resulting in dosing stops soon on the pump; the user toggled from g6 to g7 and re-entered the pairing code, after which pairing mode was achieved and the dexcom app functioned, consistent with a communication pairing issue between the cgm and the pump. Symptoms included loss of cgm data to the pump. Outcomes included an interruption of automated insulin dosing until pairing was restored. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed successful re-establishment of cgm-to-pump communication after reconfiguration and re-pairing. It was concluded that the event was attributable to a pairing or configuration issue, resolved through standard troubleshooting without injury or further intervention.